Event description:
It was reported that due to cuff leakage the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 3.5 cm cuff, pump and balloon were implanted. Should additional information be received a supplemental report will be submitted. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.